Event description:
It was reported that during an ablation procedure, a single high out-of-range shock impedance measurement was observed. The patient was seen in-clinic the following day and the shock impedance measurements were normal. Boston scientific technical services (ts) was contacted and confirmed there is no evidence of system impairment. There was no evidence of noisy signals nor further impedance issues. Ts recommended continuing with normal follow-ups. At this time, the system remains implanted and no adverse patient effects were reported.